Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The pump was received moisture damaged at motor and cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there was liquid in the reservoir compartment. The customer will be sent a replacement pump.